Event description:
On 2018-12-11 additional information was reported via a manufacturer representative that it was unknown if the overdischarge had been resolved, and that they were working to get information on if it had been resolved. On 2019-01-01 information was reported via a manufacturer representative that the patient had informed them that they had a cerebral spinal fluid leak (csf) post implant surgery requiring them to remain in the hospital for longer than expected. The patient reported that they needed the lead to be revised because the stimulation had never worked for their upper body pain. The patient additionally reported that they had difficulty charging the ins, and was now experiencing migraine headaches more frequently after having the implant surgery. No additional patient symptoms, or additional device complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 37751 serial# (B)(4) product type recharger. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2014 product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2014 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported the patient called them a little over a week ago to update that she was planning a surgery with her healthcare provider (hcp) in roughly a 2-4 week time frame. The rep called the office of the hcp and left a message for the doctor, to offer any assistance that may be wanted. The rep had not heard back from the hcp yet. From the information that the patient gave to the rep; the doctor is planning on replacing the upper cervical lead with a paddle if he is able to. The rep stated that it was unclear what the hcp would do with the lower lumbar existing lead. The hcp talked about moving the battery pocket because she said it was slanted.

Manufacturer narrative:
Continuation of d11: product ID 37751 serial# (B)(4) product type recharger. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2014 product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2014 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-26 additional information was reported via a manufacturer representative reporting that the patient had always had issues with recharging their ins and when the manufacturer representative (rep) palpated the ins is appeared to be at an angle. The rep. Stated that the patient never had coverage of the patient's arm and that the lead had migrated before being discharged from the hospital. The ins was reported to not be out of overdischarge and the rep had performed 3 physician mode recharge (pmr/prm) sessions. A antenna locate (al) mode was used on the recharger and the highest value seen was 48. The manufacturer representative (rep) stated that an appointment was scheduled for (B)(6) 2018 with the healthcare professional (hcp) to assist with the overdischarge. No additional patient symptoms, or additional device complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 03-apr-2018, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 03-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the stimulator was placed for both legs and arms, but since implant the device never worked for the patient's arms because the lead moved right after surgery, the day of surgery. The patient said when they turned the implant on, the implant kept shocking her and it took her breath away. The patient said an x-ray was taken that showed the lead had moved. The patient is seeing a new hcp who said the lead had not moved further from when the x-rays were taken. The patient said as far as the shocking went, it really wasn't resolved and the patient just doesn't use the device for her arms because of that. The patient said moving forward she may try to get surgery to fix the issue. The previous hcp had offered to go in and fix the lead, but the patient declined because the implant surgery had been so terrible that she didn't want to do surgery again at that time. The patient wants to use the device for the pain she is now getting, at least for her legs. The patient was told not to use her device for her pregnancy, and now the pain was really severe and she was stuck and couldn't do anything. The reason for the call was that the implant won't charge or turn on anymore. The device hadn't been charged/used for two years due to the patient's pregnancy. The patient said she is going to see a new doctor. The patient contacted a manufacturer representative (rep) for help recharging. The patient described working with the rep to get out of overdischarge, but it never worked. The patient was instructed to contact repair to get a new recharger to rule that out. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 37751; lot# serial#: (B)(6); product type: recharger; product ID: 977a275; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead; product ID: 977a275; lot#serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 37751; serial#: (B)(6); product type: recharger; product ID: 977a275; serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead; product ID: 977a275 ;serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead; date rec¿d by MFR: the aware date for follow-up #003 was 2019-01-01. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has an alleged over-discharge. They are not able to communicate with external devices. They are seeing reposition antenna and poor communication on the recharger and patient programmer (pp). The last time the patient charged was a couple years due to the patient getting pregnant and stopped using their system. It was reviewed that a physician recharge mode (prm) may be required to perform multiple times to recover the battery. No further information was reported.